Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an open surgical wound and secreted serous material. The patients implantable cardioverter defibrillator (ICD) system was extracted approximately thirty-one days post implant due to a pocket infection. It was noted that the device was implanted with an antibacterial absorbable envelope. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.